Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had says safety latch is open all the time was not determined because no product or device logs were returned.

Event description:
It was reported that the following issue was observed on the device: "says safety latch is open all the time." Additional notes provided by the facility¿s clinical engineering support services include: "replaced broken door and bad transducers. Found scale was out of calibration passes rate test." Reported problem cause description: "mechanical, electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿